Event description:
Related manufacturer reference number: 2017865-2025-15123. Related manufacturer reference number: 2017865-2025-15126. Related manufacturer reference number: 2017865-2025-15127. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The reported event was patient deceased. As received, only the connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: b5 for statement and g2 for funeral home.

Event description:
Related manufacturer reference number: 2017865-2025-15123. Related manufacturer reference number: 2017865-2025-15126. Related manufacturer reference number: 2017865-2025-15127. It was reported that the patient had deceased due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.